Event description:
The patient reportedly bumped/scratched their arm which led to a skin infection. Antibiotics were prescribed. However, two weeks later the patient developed a pus-filled bubble and popped it which caused the infection to spread to a wider area of the skin and deeper in the tissue. An explant procedure was performed on (B)(6) 2025. As of on (B)(6) 2025, there are no additional signs of infection at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the device too close to the targeted nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out. Additionally, the patient having contraindicating conditions has been ruled out. However, severe force was applied to the implant as the patient bumped/scratched their arm which led to a skin infection. Additionally, patient non-compliance was identified as the patient popped a pus filled bubble which developed on the skin. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: severe force applied to implant as the patient bumped/scratched their arm (user error-patient). Patient non-compliance as the patient popped a pus-filled bubble on their skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.